Event description:
Rn called and reports that the pump that should have been used for ivig did not work, it kept beeping and nurse ended up infusing with an older pump. No doses were missed but nurse wants a replacement pump as soon as possible. No further information provided. Pt has defective pump on hand for return. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes. Infuse 30gm (300 ml intravenously every 2 weeks). Reported to (B)(6) by health professional.